Manufacturer narrative:
Zimvie complaint number (B)(4). . A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that in (B)(6) 2022, the implant at tooth site # 4 was placed in edentulous maxilla (along with three additional implants across the upper arch), planned for future maxillary overdenture. All four implants were buried at the time of surgery. The patient reported no concerns during the three-month healing period. When the patient returned for uncover of the upper implants, all were determined to be stable and ready to restore. The patient did not return to our office until (B)(6) 2026, and at that time stated that the other three maxillary implants had since failed and been removed by a periodontist. Implant #4 was not painful, but there was bone loss around the implant. It was determined that implant had failed and required removal. The implant was removed and a new implant was placed at #3 site with an indirect sinus lift.